Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va0skvd implanted: (B)(6) 2015 explanted: (B)(6) 2016 product type lead h6: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who had been implanted for urinary dysfunction/sacral nerve stimulation and gas trointestinal/pelvic floor. They reiterated that they had been hit by a car 4 ½ years ago while riding their bike and they fractured their lead, noting that they had to have it replaced. The patient mentioned that they knew how important placement was because when they redid their surgery, they tucked it under the bone. No further complications were reported at this time.

Event description:
Additional information was received from the patient. They reported that they did not know the status of their fractured lead after being hit by a car while on their bike. The patient reported ¿surgery, implant replaced. Don¿t know what doctor did with fractured leads.¿ no further complications were reported at this time.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot#: va0skvd, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0skvd, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
Patient was biking and got hit by a car on (B)(6) 2016 and then all the leads quit working so they had to do another revision on (B)(6) 2016. Patient was implanted for gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.